Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, serial/lot #: (B)(4), implanted: (B)(4), product type: lead. Product ID: 3888-45, serial/lot #: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, serial/lot #: (B)(4), ubd: 14-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was getting settings not available on the controller and the tablet as well. The representative said impedance for electrodes 11, 12, 13 and 15 were 31k ohms, 22k ohms, 14k ohms and 14 ohms respectively. It was reviewed the high impedance is causing system to give the out of regulation (oor). The representative was able to program around those electrodes to give patient the stimulation that is needed. The octad lead is fine; only the quad leads are giving the high impedance. No patient symptoms were reported. No further complications were reported/anticipated.